Manufacturer narrative:
Patient information is unknown. This report is for a cable/unknown lot. Lot number is unknown. The device was removed from the patient intraoperatively. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery of a periprosthetic femur fracture on (B)(6) 2017, the cables of a 1.7 mm cable with crimp 750 mm sterile broke. Two cables were used and both broke. Possible cause could be due to over-tensioning of the cables. The initial surgery date is unknown however, non synthes parts were used for an initial total hip prosthesis. The revision surgery was due to the patient fracturing the femur and the cables were implanted as a result. No hardware was removed, no fragments were generated from the cables breaking, no additional x-rays were needed. There was no surgical delay as a third set of cables were available to complete the surgery successfully. Patient outcome was noted as stable. This complaint involves two (2) devices. This report is for 1 (one) cable. This report is 2 of 2 for (B)(4).